Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the generator exhibited error code e006 during a therapeutic trans cervical resection in saline procedure. The procedure was completed with a similar device with a delay of less than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bipolar olympus cable had not been properly connected to the universal socket or damaged cable. The event can be detected/prevented by following the instructions for use which state: chapter7: before use. 7.1 safety notes for before use: before each operation. Any irregularity or damage of the electrosurgical generator and its equipment compromises the safety. Therefore, the inspections procedures as described in this chapter must be performed before every operation. - do not use the electrosurgical generator if any irregularity or damage is suspected. - do not use the equipment if any irregularity or damage is suspected. Prepare a spare electrosurgical generator or an alternative procedure to avoid interruption due to an unexpected electrosurgical generator failure during the procedure. Refer to the chapter ¿8.11 troubleshooting¿ on page 90 to identify and correct failures. Chapter8: use. 8.11 troubleshooting: 8.11.1 general problems: check the following table to identify and correct failures. If the problem cannot be resolved by the described remedial actions, stop using the electrosurgical generator and contact olympus. Be aware that repairs must only be performed by authorized service centers. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.